Manufacturer narrative:
Philips service reconnected cables, rebooted geoipc, and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the device mechanical movement failure occurred due to geoipc communication error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.